Event description:
Boston scientific received information that, during follow-up, this right ventricular (rv) lead displayed high out of range shock impedance measurements. Attempts were made to program the pg to triad configuration and single-coil configuration, but out of range measurements were still observed. The pg was then programmed to cold-can, which produced in range measurements. Defibrillation threshold testing was performed successfully. No lead revision planned at this time. The pg remains in cold-can configuration. There were no adverse patient effects reported, and this patient will undergo normal follow-ups.

Manufacturer narrative:
This rv lead remains in service. At this time, there is no additional information. Should additional information become available, this report will be updated.